Event description:
Customer obtained results of 360 mg/dl and 104 mg/dl obtained within 10 minutes on the accu-chek compact system. No action was taken based on the readings. No adverse event reported. At the time of the report, customer no longer had the test strips that produced the discrepant results. New system sent to customer.